Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use (IFU) states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulty. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional prostyle devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right and left common femoral artery using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two prostyle devices were successfully placed on both sides. The sheath was upsized to a 14f and the aaa was completed. Reportedly post procedure, the prostyle sutures on right side successfully achieved hemostasis. While attempting to close the left side, the physician pulled the wrong suture limb causing the knot to lock. The physician then pulled the white suture limb of the second suture and the knot locked again. Therefore, hemostasis could not be achieved. As the guide wire was still in place, a third and fourth prostyle device was attempted. The knot of the third and fourth prostyle device was advanced and tightened; however, complete hemostasis was not achieved. Hemostasis was achieved by incising the vessel then using a patch to seal. Doing this revealed calcified plaque. Per the physician, the failure of suturing successfully was not due to a mistake of the product, but due to suture-mismanagement. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.